Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11554. Related manufacturer reference number: 2017865-2019-11555. It was reported that the patient presented in the emergency room with erosion. The patients implantable cardioverter defibrillator had eroded through the pocket and was exposed, causing an infection. Entire system was explanted on (B)(6) 2019. Patient condition was stable.